Manufacturer narrative:
The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: infection.

Event description:
Healthcare professional reported left side "mild chronic inflammation." Patient representative reported the patient experiencing "infection", "significant pain", "chronic pain", "itching", "rashes", ""fear", "anxiety" "anguish and fear due to risk of bia-alcl recurrence", and "mental pain". The following reported events have been deemed not related to the device: "radiation treatments, scarring, disfigurement, reconstruction, mastopexy, hospitalization, potential future medical treatments". Affected side is left. The device has been explanted and replaced.